Event description:
Customer reported set cracking, splitting and leaking at the luer that connects to the primary administration tubing. The leak was detected in pacu after setting up the pca infusion. There was no pt harm and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer's experience of the set cracking, splitting and leaking was confirmed. A crack was observed on the female luer, located above the check valve of the pca set, and is the source of the leaking. The sample was evaluated by MFR, however, the mfg process is not believed to be causing the cracked female luer. The cause of the customer's report of the set leaking is due to a cracked female luer. The root cause of the cracked luer has not been identified, however an investigation is currently ongoing to determine if the cracking is supplier related. Component/subassembly failure = component, female luer.